Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and identified that system would not boot. Upon some functional test, fse found the host pc doesn¿t turn on by itself. Fse replaced the replaced host pc. After the replacement of host pc, the system was returned to use in good working order. The defective part was returned for analysis and no failures observed. The codes were updated based on the investigation outcome.